Event description:
It was reported that a patient had pump issue and didn't switch to the back up pump and has been off of medication for over 24 hours. Doctor asked for recent dosing information and stated that patient will be admitted to the hospital to be assessed and restarted on therapy. No further information provided regarding nature of pump malfunction or other pump information such as serial number or any patient injury or symptom that lead to patient's hospitalization. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.